Manufacturer narrative:
Device evaluation: the pump was returned with moisture behind the display lens. The keypad was intact and all keys responded appropriately. A leak test failed due to a battery compartment crack on the side from the threads to the cover. The pump cover was removed; moisture was found on the printed circuit board and other internal components. The keypad cover was removed; no contamination was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all keypad buttons were under responsive, and that there was moisture in the battery compartment and behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.